Event description:
The customer reported "units switching on/off". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1537-2024. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded maximum allowable digits; phone number is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions. The device was confirmed to be functioning as designed. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1537-2024. This supplemental form also updates the 510k number for this device from k201770 to k213676. E1. Initial reporter: (B)(6).

Event description:
The customer reported "units switching on/off". There was no patient impact or consequence reported.